Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb - 309623 contained foreign matter. Verbatim: complaint via email. Email(s) attached. Takeda awareness date: (B)(6) 2026. Product: gattex 5 mg patient kit, 30-count takeda lot: component: bd dosing syringe description: syringe 1 ml, sterile, with needle 27g x 1/2" rb bd product no.: 309623 bd lot#: 5106625 & 5106626 complaint description the patient reported that he was one vial that he was unable to use. The patient stated that when he went to push the air out of syringe before injecting it and a white drop/ particle came out and he didn't feel comfortable using it based on what the trainer told him. The patient stated that he followed all the mixing directions he was given. No dose was missed.

Manufacturer narrative:
Investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 5106625 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.